Event description:
It was reported the cine runs were not saving. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.